Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this pacemaker was depleting in an unexpected manner based on the battery discharge. Engineering analysis indicated that the device cells appeared to be on the marginal edge of performance and a replacement within a month is a conservative approach to ensure continuity of therapy. Furthermore, the device was explanted and was replaced. No additional adverse patient effects were reported.